Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0629 showed one other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
Per sales representative, facility reported that when trying to peel apart the peel-away introducer sheath during the procedure, it would not split. An over-the-wire exchange was done and a new stand alone introducer was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached tab on the 5fr micro introducer was confirmed and determined to be manufacturing related. One 5 fr micro introducer sheath was returned for investigation. The sheath had not been peeled. The sheath was kinked just distal to the peel tabs and 1 cm distal to the molded tabs, which may have occurred due to complications with the tabs. Blood residue was observed on the sheath just distal to the tabs. A microscopic examination revealed stretching of the material between the two tabs, which indicates that an attempt was made to split the handles. A functional test revealed that the wings were difficult to split apart. The wings were not forced apart in order for the manufacturing facility to analyze the sample.